Event description:
Analysis of the generator and lead was completed. The generator was at end of service which was determined to be the result of normal battery depletion. The depletion was an expected event as determined by blc and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. The returned lead portion has dried remnants of what appear to have once been body fluids inside outer and inner silicone tubes, throughout. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings, there is no evidence to suggest an anomaly with the returned portion of the device which may have contributed to the stated complaint. Note that since a portion of the lead assembly including the electrode array section was not returned for analysis, an evaluation cannot be made on that portion of the lead.

Event description:
Clinic notes were received for the vns patient¿s office visit on (B)(6) 2014. The notes indicate that the patient was having seizures occasionally. The patient¿s infection had cleared but the patient has not been re-implanted to date.

Event description:
It was reported that during generator replacement surgery on (B)(6) 2014 the generator was unable to be replaced due to a generator site/pocket condition. It was reported that when the surgeon removed the previous generator to replace it, puss was discovered in the generator pocket. It was reported that cultures were positive. A portion of the lead was also explanted (leaving electrodes). Antibiotics were administered and the patient will return at a later date for reimplant. No reimplant has occurred to date. It was reported that a port was placed to drain the infection site which was removed two weeks post-op. At that time, the patient had no draining and was reported to have improved. It was reported that the patient does not have a past medical history of infections and no medication changes were made that could cause or contribute to the infection. The infection was at the generator site and the infection was noted to not be related to vns therapy. The generator and lead were returned for analysis. Analysis of the generator and lead are underway, but have not been completed to date.

Manufacturer narrative:
Device manufacturing records were removed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.